Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the delayed keypad was caused by a failed processor printed circuit board. The delay observed was between 2 or 3 seconds. The keypad was tested and all keys were found to function as designed. The processor printed circuit board was replaced.

Event description:
It was reported that a device had a delayed keypad. Any patient involvement, injury or medical intervention is unknown.